Event description:
Got essure in 2005. Thyroid issues started in 2006, pelvic pain, painful sex, fatigue, anxiety, increased inflammatory cell count, brain fog, unexplained rashes periodically, weight gain, constant bloated feeling with ibs like issues. Heavy periods with clots as of late. FDA safety report ID # (B)(4).